Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, the suggested event most likely occurred due to fluid invasion/moisture into the scope. Olympus will continue to monitor field performance for this device. Updated fields: h2, h3, h6, h11.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had b30 scope communication error occurred during set up/inspection for use. There were no reports of patient involvement.